Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor metal needle was remained inside. Customer's blood glucose level was 142 mg/dl. The sensor will not be returned for analysis.